Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the thrombus was discovered first on imaging done in (B)(6) 2015. During the next follow-up in (B)(6) 2015, the laa imaging no longer showed a thrombus so it was considered resolved.

Event description:
Same case as MDR ID: 2134265-2015-05032. (B)(6) clinical trial. It was reported thrombus occurred. The patient underwent a left atrial appendage closure (laac) procedure in (B)(6) 2015. A watchman ® access system was used with a 27mm watchman ® laa closure device and delivery system. The device was deployed successfully with a complete seal noted. During a follow up transesophageal echocardiogram (tee), thrombus on the surface of the device was noticed. No action was taken. In (B)(6) 2015, the patient presented to the emergency room with a hematoma of the right thigh with anemia. The patient was admitted and required a blood transfusion of two units. Medication was given or the regimen adjusted. The patient was discharged three days later. The event was considered recovering/resolving.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).